Manufacturer narrative:
Correction: h3: device evaluation. H4: yes.

Manufacturer narrative:
The pod was returned with the needle mechanism fully deployed. The pod data showed no evidence of timeouts, drive stalls or hazard alarms that would cause the pod to fail to deliver insulin. The fluid path and formed needle tip were inspected for abnormalities and none were observed. Inspection of the pod found no damages or defects that would lead to the user reported events. The exact cause of the user reported events could not be determined. The device was received with the adhesive pad, no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced an allergic reaction on the arm while wearing the pod between 37 and 48 hours. The pod did not adhere to the skin and a new pod was applied.